Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
It was reported that both power source connectors on the controller were loose with the connector on the left side being looser than the right. The patient is still able to make successful connections at both sites. A controller exchange was performed and the patient was provided with a new controller to use as the back-up unit. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The reported event was confirmed the power connectors (ps1 & ps2) were slightly loose. However functional testing was still possible. The loose power ports could still transfer electrical signal to the controller via battery and or ac power source with functional testing. The device was related to the reported event. A probable root cause is related to the manufacturing assembly. Based on the testing, it is remote that this type of failure will lead to an injury as there is no related loss of power to the controller. The manufacturer has opened an internal investigation to evaluate these types of issues. IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. There is a warning to always keep a spare back-up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.